Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 8:29:35 through 9:52:37. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient experienced a syncopal episode and fall. A head computed tomography (CT) revealed subarachnoid hematoma and multiple facial fractures. Prior to the fall, the patient felt lightheaded and dizzy. The patient was doing well, and the plan was to follow up with repeat CT head and neurosurgery. According to the account, the pi events were thought to be dehydration and medication-related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09dec2019. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a syncopal episode and fall, which resulted in facial fractures and subarachnoid hemorrhage. CT (computed tomography) of the head showed subarachnoid hematoma and multiple facial fractures. Prior to the fall, the patient felt lightheaded and dizzy. The patient was doing well, and the plan was to follow up with repeat CT head and neurosurgery. Log file submitted revealed persistent pulsatility index (pi) events throughout the log, which was thought to be dehydration and medication related. No additional information provided.